Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) will not pump. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) connected system trainer and iabp began to pump as intended. Fse connected to mini sim and customer patient cables and found faulty ECG lead wires. Fse replaced ECG lead wire set cable assembly. Fse connected new lead wires to mini sim and ECG was projecting ECG waveform as intended.I performed a preventive maintenance (pm), full calibration and tested the unit. The product passed all functional and safety testing. Returned the unit to the customer.